Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 30% battery life. In addition, the pump was unable to be charged to 100% battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump arrived.